Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had a blank display and that the battery was changed 3 times before the issue was resolved. The customer did not recall the blood glucose reading. The insulin pump had not been bumped or dropped and showed no signs of physical damage. The customer had been treating with manual injections.